Event description:
Customer reported poor image quality and communication errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the coin batteries for the cpu and x-ray controller. Ge rep informed customer that single board computer must be upgraded to remedy the other issues, customer is considering what to do.